Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found that the knife was trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. It was reported that the device did not operate in the cut mode. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: eliminate tension on the tissue when sealing and cutting to ensure proper function. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device blade was not working and it did not cut the tissue. There was no patient injury. Medtronic initial investigation found the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife.